Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose level ranged between 219-255 mg/dl. Reportedly, the customer used an alternate wall adapter to successfully charge the pump and continued to use the pump for insulin therapy.

Manufacturer narrative:
B5.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Customer's blood glucose level ranged between 219-255 mg/dl. The customer continued to use the pump for insulin therapy.